Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted for further review and input. Review of the episode appears to show an underlying rhythm with a broad complex (possibly bundle branch block) similar to the normal sinus rhythm seen in the presenting electrogram (egm) with frequent ventricular ectopic (ve) runs in alternate vector (1x gain) and smart pass on. The non-sustained ve runs result in wide complex double-detection followed by a reduced r-wave amplitude and t-wave oversensing, capacitor charging and delivery of an 80 joule shock. Troubleshooting and programming recommendations were provided. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted for further review and input. Review of the episode appears to show an underlying rhythm with a broad complex (possibly bundle branch block) similar to the normal sinus rhythm seen in the presenting electrogram (egm) with frequent ventricular ectopic (ve) runs in alternate vector (1x gain) and smart pass on. The non-sustained ve runs result in wide complex double-detection followed by a reduced r-wave amplitude and t-wave oversensing, capacitor charging and delivery of an 80 joule shock. Troubleshooting and programming recommendations were provided. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.